Event description:
It was reported that the patient with this right ventricular (rv) lead experienced burning in the area of the device. There were no additional adverse patient effects reported. The rv lead remains in service.